Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video ultrasound scope eg-3870utk. In the event reported, it was stated that the elevator is broken. Additional information was provided by the user on 04-oct-2021 stating the user reported the issue occurred during the diagnostic and therapeutic procedure. The user also stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. The gastroscope was used to complete the procedure. The facility follows ifus and the unit was removed from circulation immediately after the event occurred. The device was returned to pentax for further evaluation on service order (B)(4) for further evaluation where the user narrative was confirmed. Inspection findings is as follows: fluid invasion in ultrasound connector l; ultrasound image has broken channel; ultrasound connector body corrosion on main circuit board; elevator knob play; elevator washing socket cylinder rubber chipped; passed wet leak test; passed dry leak test; customer complaint confirmed; corroded ultrasound connector body; eus connector cable short bump at control body root brace umbilical cable bump at control body side; ultrasound connector casing discoloration; eus cable single/ long bump at us connector root brace; insertion tube mild crush at stage 1 the device was repaired and returned to the user on delivery (B)(4). Parts replaced:o-rings and seals; us connector body pb-free; deflector washing socket cylinder a review of the service history indicates the device was routinely serviced at a pentax facility. No other information provided with this complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.